Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. The device was powered up and alarmed ec1140 which is an issue with processor on the circuit board. The circuit board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device alarmed 1140 during testing. There was no patient, or clinician injury associated with this event.